Manufacturer narrative:
The returned devices were analyzed and the complaint was confirmed. Sc-1132 sn (B)(4): the component asic-u3 was damaged. The device was depleted completely (1.68 volt), and it won't be charged. Internal circuit exhibited excessive sleep current leakage (51.5 ma), low impedance measurement of vh node, and high thermal temperature on asic- u3. Exposing the ipg electronics to high-voltage transients can cause this type of failure. Sc-2218-70 sn (B)(4): six out of eight cables were fractured at the clik site, 1 cm from the set screw mark. The cables were not exposed. The proximal end was not returned. Sc-4316 lot# 18307737: the clik anchor revealed no anomalies. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's lead displayed high impedances and was broken with a visible nick where the clik anchor was sutured. No wires were exposed. The patient underwent a revision procedure where the lead and clik anchor were replaced. However, during the surgery, connection was not possible with the ipg. The patient underwent another procedure (B)(6) 2016 where the ipg was replaced. The patient was doing well post-operatively. Malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132 , serial # (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, lot # 18307737, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's lead displayed high impedances and was broken with a visible nick where the clik anchor was sutured. No wires were exposed. The patient underwent a revision procedure where the lead and clik anchor were replaced. However, during the surgery, connection was not possible with the ipg. The patient underwent another procedure (B)(6) 2016 where the ipg was replaced. The patient was doing well post-operatively. Malfunction was suspected.